Event description:
It was reported that during testing conducted at the MFR's facility, the device caused a bias current error to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device eval, corrosion was discovered within the motor, which is a probable cause of the reported bias current error. The device will be repaired and returned to the user facility.